Event description:
It was reported that the pump failed calibration. No patient injury reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 07-jul-2022 via email and attached to complaint object: all issues with these pumps were found during testing at our facility. No indication of patient involvement was indicated to me, or our technician, at the time the pump was received for repair at our facility.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The removal of the downstream occlusion sensor seal revealed an excessive amount of loctite on the downstream bezel. The loctite intruded into cavity, causing functionality issues with the downstream occlusion sensor. The loctite had seized the seal onto the top of the sensor. Replaced downstream occlusion sensor. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: d4: correction: catalog number: 21-2120-0105-01. D4: correction: model number: 2120.